Event description:
It has been reported that the under carriage is not locking into place while loading and unloading bariatric pts. There was reported pt involvement, however, no adverse consequences have been reported.

Manufacturer narrative:
Result: other - height adjustment rack.